Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A service & repair evaluation/review was attempted; no service history review can be performed as part number 03.812.003 with lot number(s) 3385970 is a lot/batch controlled item. The service history review is unconfirmed. Please launch a device history record (DHR) review. Device history records review was conducted. The report indicates that the: part 03.812.003, lot 3385970. Manufacturing location: (B)(4). Manufacturing date: 31 march 2010. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ball pin end has broken off. Issue found during inspection of set. No patient involvement reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Customer quality (cq) engineering investigation: this complaint is confirmed. The returned inner shaft was examined and the complaint condition was able to be confirmed as the ball pin end has broken off as reported. No definitive root cause was able to be determined however, the failure is typically associated with excessive torsional loading as a result of improper surgical technique. The complaint was unable to be replicated due to post-manufacturing damage. No new malfunctions were identified as a result of the investigation. A device history review, including material and hardness review, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. As no serious injury was reported, no dcrm calculations will be performed for this complaint. The returned t-pal applicator inner shaft is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle and knob assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering. Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer. The returned inner clamp shaft was examined and the complaint condition was able to be confirmed as the ball pin end has broken off as reported. The sheared off ball end was also returned. The material surface at the fracture site appears homogeneous when viewed under 5x magnification. No definitive root cause was able to be determined however, the failure is typically associated with excessive torsional loading as a result of improper surgical technique. The complaint was unable to be replicated due to post-manufacturing damage. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The diameter of the shaft at the location of breakage measured 2.63mm at cq which is within specification. No definitive root cause was able to be determined however, the failure is typically associated with excessive torsional loading as a result of improper surgical technique. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.